Event description:
It was reported that intermittent occlusion alarms occurred. The customer cleared the alarm and resumed insulin therapy. Customers blood glucose was in the range of 140-320 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.